Manufacturer narrative:
Concomitant: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from a patient, via a manufacturer representative (rep), receiving fentanyl (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain. The patient initially reported a pump concern but, a catheter issue was discovered during a revision on (B)(6) 2019. The patient reported that they had 6 months of good therapy following their implant, with no issues. Then the pump "started to move" and at refills, they had to use ultrasound or fluoroscopy to complete fills and have 2 hands to hold the pump down. The patient was sent for revision of the pocket and the surgeon discovered that 3 of the 4 sutures were still intact. The rep stated that they revised the pocket, re-tying all 4 sutures to the pump. Then upon visual inspection of the catheter, the surgeon found that the catheter was "fraying at a certain point". The surgeon placed a new pump segment of the catheter. There were no reported symptoms.